Event description:
Implant placed 3/97. It failed due to infection (inflamation of tissue all around the implant) and was removed 5/97. On 7/17/97, a 4x10 tps implant was placed in the site. One person affected.